Event description:
The patient was hospitalized for elevated blood glucose levels. The patient's physician reported that the pump appeared to be functioning properly but exhibited external damage to the pump case and display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient reported that the pump case and display screen were damaged in an automobile accident in june 2007 and he continued to use the damaged device. The patient also reported that he lost the original battery cap and was using a spring from a flash light held in place by three dimes taped to the top of the pump in its place. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.